Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of an right ventricular (rv) lead the lead exhibited high/unstable thresholds and the ventricular "sensed" signal was not ideal despite attempted lead repositioning. The lead was not used and a replacement lead was successfully implanted. No patient complications have been reported as a result of this event.